Manufacturer narrative:
Dynamic xt steerable diagnostic catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, device was visually inspected. Visual inspection noted the device has the shaft detached/separated 8.41 centimeters from the tip. Functional test shows that the catheter functional mechanism does not work properly. The test curve could not be completed because of the damage on the shaft. Laboratory analysis was able to confirm the reported clinical observation of bad/poor curve.

Event description:
The complaint is reportable for malfunction based on product investigation results; it was reported that during a radiofrequency ablation procedure, a dynamic xt steerable diagnostic catheter was selected for use. The tip of the catheter curved abnormally. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Upon device analysis; it was found that the device has the shaft detached/separated 8.41 centimeters from the tip.